Manufacturer narrative:
Based on the description of the event and the information available, clinical assessment could not definitively confirm the root cause for the reported fill polymer leak with patient hypotension. However, based on similar reported events, the intravascular leak of polymer was likely a result of a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft. There were no pre or post-operative images shared with endologix. Device analysis of the delivery systems, autoinjector and syringe mix system all appeared as expected and did not indicate any potential factors that could have led to the leak of polymer. A review of the manufacturing records for both the aortic body graft and aortic body delivery system indicated that the graft passed the leak test specification during manufacturing. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Corrected data: h3, no to yes. H10, no to yes, add date returned; 03/12/2019. -evaluation method code add 4109, 4116. -remove results code 3233, add 213. -remove conclusion code 11, add 22, 4315.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed there was no visible endoleak of any type present and the aneurysm was excluded. The patient will continue to be monitored.